Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that an air embolism occurred. During a left atrial appendage closure (laa) procedure was being performed under deep sedation and intracardiac echocardiogram (ice) imaging, a versacross connect laac access solution was selected for use. It was noted the patient was not snoring or coughing during the procedure. A watchman trusteer access system (was) was inserted along with versacross connect (vcc) transeptal access system to perform transseptal puncture (tsp) and then advanced to the left atrium. No issues during transseptal were noted. The vcc dilator was removed, and the vcc wire was still in place inside the was. The was valve was closed, and the physician monitored the valve, yet then heard the sound of air being pulled into the sheath. Small air bubbles were immediately noted in the left atrium (la) and laa. A pigtail catheter was then inserted and used to aspirate the bubbles. No st segment elevations or hemodynamic changes occurred. The procedure continued without issue and was concluded after implant of a watchman closure device. The patient woke up from sedation without any issue. Prior to the patient being discharged, the patient felt faint, and a code was initiated. A magnetic resonance imaging (MRI) scan was performed, and the patient experienced seizure-like symptoms during the MRI. The MRI results were indicative of seizure and not of stroke. The patient did stay in hospital overnight and was discharged. The device is not expected to be returned for analysis. The sheath valve was open. MRI findings confirmed no signs of stroke.